Event description:
Additional information was attained that the patient did not have any procedures performed or events that they know of to disable their device.

Event description:
During review of our internal programming history it was noted that upon interrogation on (B)(6) 2011, the patient's generator had been disabled due to "vbat<eos threshold" at which time battery voltage was noted to be 3.084 volts. Given that the device was not at eos, the pulse disablement is unexpected. No anomalies were noted during the patient's previous office visit ((B)(6) 2010) and the final interrogation revealed the device was programmed to 2ma /20 sf / 250 pw / 30 seconds on time / 3 minutes off time, magnet 2 ma / 250 sf / 60 minutes on time. Investigation is underway at this time.

Event description:
Product analysis for this explanted generator was approved on 02/10/2015. In the product analysis lab, an end-of-service warning message was verified and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. With the pulse generator case removed and the battery still attached to the pcb, the battery measured 2.431 volts, indicating a near end of service condition. Data in device memory locations revealed that 44.953% of the battery had been consumed. With the pulse generator case removed, the battery measured 2.431 volts. However, the pulse generator was reporting an eos and pulsedisabled condition. Looking at various signals from the microprocessor found that two pins and were at different logic states compared to a bench device. The pins were re-soldered to the substrate, and a hard reset was performed. The hard reset did change the logic states of the pins but did not clear all of the latch conditions; therefore, the pulse generator still reported an end of service and pulsedisabled condition. The battery was removed from the substrate. The pulse generator module was connected to a bench power supply and set to voltage levels while system diagnostics were performed. The pulse generator module reported the correct battery condition to the corresponding voltage level set on the bench power supply. Once the battery was removed from the substrate the latch condition was resolved. A battery life calculation with incomplete programming history resulted in 7.5 years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. In addition, the previously reported device issue may have contributed to the disparity between the end of service condition and 44.953% battery capacity that had been consumed based on the device¿s internal eos projection system. The device was explanted and replaced on (B)(6) 2014 due to battery depletion.

Manufacturer narrative:
Analysis identified that the vmonitor (circuitry involved in measuring battery voltage) was being loaded down by the microprocessor. The cause was not able to be identified. Device failure is suspected but did not cause or contribute to a death or serious injury